Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5154055). The patient has alleged chronic fatigue syndrome, muscle fatigue, brain fog, throat irritation, chest heaviness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported wrongly reported in b5 which is updated as the manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received voluntary medwatch (mw5154055). The patient has alleged chronic fatigue syndrome, muscle fatigue, brain fog, throat irritation, chest heaviness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. No medical intervention was specified. The wrong coding in (device) problem code grid is also updated in this report.

Manufacturer narrative:
The manufacturer previously reported wrong information in section b1 adverse event/product problem as adverse event and outcomes attributed to ae as other, type of reported complaint as serious injury, (device) problem code grid as adverse event without identified device use or problem and health impact grid as serious injury. After review, it was determined that section b1 should be filed as only product problem, outcomes attributed to ae should be blank, type of reported complaint as product problem, (device) problem code grid as no apparent adverse event and health impact grid as no health consequences. Box b and h corrected in this report.